Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was between 200-250 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer, however, no additional event information was provided.